Event description:
It was reported this snare loop detached from the catheter while attempting to remove a biliary stent from the pt on september 8, 1998. The detached loop was not located in either the pt's stomach or on a chest x-ray. The physician believes that pt will pass the loop during normal peristalsis. The device was used in a non-indicated procedure, biliary stent removal. Therefore, co believes this factor may have contributed to this event. The instructions for use for this product state: "microvasive single-sue polypectomy snares are indicated for use in the removal and cauterization of: diminutive polyps; sessile polyps; pedunculated polyps."